Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the next-day device check post-implant of the extravascular (ev) lead, a decline in r-wave measurements compared to implant was noted as well variations in sensing during respiration cycles. Pacing impedances were also noted to be slightly lower compared to at-implant values. X-ray imaging was performed which showed the ev lead had migrated. Reprogramming was performed to improve sensing, preemptively increase oversensing protection to maximum, and to obtain a new wavelet template. The physician was not concerned about the migration given final electrical measurements post-reprogramming, so the lead remains in use in the migrated position. No patient complications have been reported as a result of this event.